Manufacturer narrative:
The device was received for evaluation. During functional testing of the device the display remained black when it was powered on. The cause was identified to be a bad display which requires replacement to address this issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, the device display remained black when powered up. No additional information is available.